Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient was hospitalized due to an infection-peritonitis. Per the pdrn the patient's catheter removed last week and the patient discontinued pd therapy. The patient was switched to hemodialysis. The pdrn stated the patient was hospitalized on (B)(6) 2015. The patient is currently still hospitalized and being treated with antibiotics.

Manufacturer narrative:
Sections have been updated to reflect additional information received for this reported event. Sections have been updated to reflect corrected data for this reported event. A visual inspection was performed on the returned device and there were no signs of any physical damage with the received cycler. An internal inspection was performed and there were no discrepancies encountered in the internal inspection of the cycler. Simulated testing was performed and the device performed without failures. Device history review was performed and found no non-conformance reports or other abnormalities during the assembly of this lot. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.